Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a5, b2, b5, b4, b5, b7, d2a, d4(UDI), d5, d10, e1, e2, e3, g1, g3, g6, h2, h6, h10. D10: p10-100-br3l-s, tibia arc rt sz 3 lg 3dp strl, lot 260f3332312. P10-251-tlr2-s, talus flat rt sz 2 tps strl, lot 260f0082412. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that approximately 5 months post implantation of a right total ankle arthroplasty, the patient developed wound dehiscence, erythema, and drainage, and was admitted for osteomyelitis with secondary cellulitis, exposed tendon with odor, and pain. Patient underwent an I&d to bone and necrotic tissue, and completed a tendon transfer and wound closure. Intra-op cultures were positive for prevotella and the poly was exchanged without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4), this is initial report. Images received were reviewed and clinical detected a small amount of subcutaneous gas in the anterior ankle wound. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event.

Event description:
The patient presented osteomyelitis with cellulitis and ankle pain on the right ankle including redness and scabbing of incision. Revision surgery took place to remove the implant and the hospital discarded the implant.